Event description:
The customer states that one patient generated an axsym toxo igg assay result of 9.8 iu/ml (positive). This sample generated an axsym toxo igm result of negative. The toxo igg result was questioned because back in 2008, this patient generated an axsym toxo igg result of <2.0 iu/ml (negative). The customer retested the sample from the same month, and a result of 9.8 iu/ml was generated. Several troubleshooting procedures were performed and the current sample retested with results of 9.7, 8.4 and 9.7 iu/ml (positive). There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). There were no returns available from the customer site for this investigation. The investigation consisted of the testing of a retained sample (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 73202hn00 (which is equivalent to lot number 73202hn01) with axsym toxo igg calibrators, controls and panels used for the determination of specificity of this assay. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. All values obtained for the specificity panel tested were within the manufacturing specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 73202hn00 displayed any unusual performance issues. A review was also conducted of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 73202hn01 and associated sub lots. This review did not identify any problems relating to the customer's observation. The axsym toxo igg (9k08-20) reagent package insert and the axsym operations manual contain information to address the customer's concern. Based on the current investigation, it was determined that the axsym toxo igg assay, list number 9k08-20, lot number 73202hn01, is currently meeting its safety, effectiveness and label claims. The sample(s) in question were not available for this investigation. Therefore the cause of the customer's observation remains unclear. No malfunction was identified. This is a final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process

Event description:
Complaint is reportable based on analysis completed on 03/05/2009. It was initially reported that the delivery balloon was difficult to pull into the sheath; however, the returned product showed the tip had detached. The express ld was successfully deployed in a kissing stent technique with another express ld stent. Then the physician attempted to pull the delivery balloon back into the proximal protion of the 6f sheath and the balloon would not fit. The sheath and deflated balloon were pulled out in unison. There were no patient complications as a result of this event. This product is only ous approved, but it is similar to an approved us device.